Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated in the report that when using the port, leakage was found during flushing of the catheter in the patient's body, and a crack was found on the tip of the catheter when it was pulled out. There was patient involvement, but no patient harm reported.